Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The report suggests that the user is experiencing splattering of blood when disconnecting the vacutainer from the mz1000. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's reported issue could not be confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed no anomalies. The root case of the customer's report could not be identified.

Event description:
The report suggests that the user is experiencing splattering of blood when disconnecting the vacutainer from the mz1000. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.